Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to the emergency room with hyperglycemia on (B)(6)2026. The patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod on the arm between 24 and 36 hours. The patient reported being referred to a cardiologist following a prior emergency room visit several days earlier. During the cardiology appointment, the cardiologist reportedly noted elevated blood glucose levels and arranged for ambulance transport to the emergency room. The patient further stated that they were unsure whether the pod cannula had been inserted into the skin during wear. The patient reported hyperglycemia as a symptom and was diagnosed with high blood sugar. Treatment included administration of intravenous (IV) insulin. The patient was discharged same day.